Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then advanced the dilator and was into the la of the patient. The dilator was removed and transesophageal echocardiogram (tee) imaging showed that there was a small thrombus that formed on the distal end of the was. The physician paused the procedure and then used a syringe to aspirate the thrombus from the distal end of the was. Tee imaging showed that there was no remaining thrombus on the was or in the patient. The procedure was restarted and successfully completed with a closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.